Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical trach tube was not holding water. Filled balloon with 1.5 ml of sterile water. Mom reports checking cuff 4 hours later and the cuff is losing about 0.5 ml. She tried it multiple times. Trach was in use for 2 days. A trach change was needed. No adverse patient effects were reported.